Event description:
It was reported that pump displayed malfunction alarm after customer fell while wearing pump. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections, and technical support arranged pump replacement even though pump was out of warranty; no additional information was received regarding further outcome of event.